Event description:
The patient had cuffpatch implanted in 2002 during a rotator cuff repair. Two days post-op the patient presented with swelling and purulent drainage. The patient returned to the or 14 days after implanted for an I&d. At this time the cuffpatch was described as dissolved. No further treatment or reaction were reported.